Manufacturer narrative:
Investigation results: it was reported that the male luer tip broke off in the microclave. One sample model 2420-0007 was returned for investigation along with an unknown microclave. The set was examined for defects and abnormalities. The male luer was broken off and the tip was stuck in the microclave. No other defects or abnormalities were observed. The customer complaint was verified and quality notification was sent to the supplier quality expert. From the review of the supplier quality expert, this is not a manufacturing issue and a possible use error. A DHR was performed for the following possible lots and there were no quality notifications: 24045568, 24045481, 24045569, 24045523, 24045524, 24045525. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information from customer can you please confirm the lot number associated with reported issue? It is suspected to be either 24055772 or 24055769. What was the impact to the patient? We were unable to determine how much potassium the patient received. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm noted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. The IV tubing that had potassium repletion running through it was severed at the microclave site and was leaking on bed. When disconnecting tubing from microclave it completely broke off leaving tip of tubing still in microclave.